Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a piece of the inserter remained in the patient.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: inserter broken. Probable root cause: design, poor mechanical advantage of locking feature, materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing locking mechanism not manufactured or assembled to specification, incorrect heat treatment applied. Application not enough force applied, user unfamiliarity with device. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that a piece of the inserter remained in the patient.